Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the level sensors were making noise (low level, without using them). The device was not changed out, as the customer re-set the alarm. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the pt. Per clinical review on (B)(6) 2014: this info was gathered from the field service rep (fsr) while he was at the hospital working with the clinical team. In addition, clinical support reviewed the device data logs from technical support. According to initial report from the perfusion team, they reported that they experienced a low level alarm and resultant arterial centrifugal pump coast response, in spite of the level sensors being in the "off" mode. The perfusion team was using a capiox battery operated level alert for the procedure. This sensor clips to the side of the capiox reservoir and provides an audible and visual indication of low reservoir volume, but is not linked to the heart-lung machine in any way and thus there is no pump speed response when low levels were sensed.

Manufacturer narrative:
Per field service rep (fsr) follow-up with perfusionist (ccp): they got a low level alarm causing the centrifugal pump to go to coast. They didn't have the system-1 level sensors attached and the option was not turned on. They were being the old battery operated capiox-601 level detect unit that just gives a warning when getting low level. It appears the alarm just went off on its own. The fsr was able to duplicate the alarm issue. When the level detector cables were not in use, they were mounted to the side module cover on mounting pads. The sensors were mounted as such as having pressure against the side cover. If the level sensor option was turned "on" accidently, it would give an alarm condition. If the cables were just dangling off the system, it would give "cables not attached" error message and no action was taken. A false level sensor alarm caused by level sensor cables being attached to mounting pads on the module side cover. The fsr demonstrated to the perfusionists and cautioned them about proper storage of the sensor cables when not in use. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly. After review of the system-1 logs and discussion with the perfusion team, this was an accidental incident. The system-1 level sensors (not attached to the reservoir) were connected to the side panel of the system-1 for storage. It appears the tips of the sensors were in contact with the side panel and the ccp accidentally turned "on" the levels sensor. This was confirmed in review of the system-1 logs. A false low level alarm occurred, as the sensors were in contact with the side panel and the arterial centrifugal pump went to the coast mode as configured. The ccp observed the alarm and turned "off" the level sensor and then increased the pump speed to the previous speed. This did not lead to backflow and there were no clinical issues. Coast was engaged for only five to ten seconds and did not impact the adequacy of perfusion. The case was completed successfully, without delay and without associated blood loss. There was no harm observed or reported.